Manufacturer narrative:
Pump had cracked battery tube threads, broken half of reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, cracked case at reservoir tube window corner, cracked case at display window corner, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the crack was present near reservoir compartment. The customer's blood glucose level was 114 mg/dl at the time of incident. The customer was advised to discontinue the use of insulin pump. The customer will return insulin pump for analysis.